Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-04732. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one lead. Reprogramming was able to restore stimulation; however, due to the patient needing an MRI, the physician decided to replace the affected lead. As such, surgical intervention was undertaken during which lead was explanted and replaced. Stimulation was restored post-procedure.